Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of normal saline. It was reported that during priming of the tubing set prior to patient use, the tubing separated from the inlet port of the cassette of the tubing set and an unspecified volume of solution leaked. The tubing set was replaced and therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. The customer contact identified four possible lot numbers (plots). A device from possible lot numbers 230735h, 230765h, 230775h and 231605h was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.